Event description:
Pt reported experiencing high blood glucose (350 mg/dl) since 2004, which she treated with insulin injections. Pt indicated that when she removed the cartridge, from the device, the following month, she noticed moisture in the cartridge chamber. Additionally, pt reported smelling insulin. No error messages were generated by the device. Pt user switched to her back-up device, and her blood glucose returned to normal.